Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018, and barbed suture was used. Suture would not hold even after multiple passes. Tissue was continuously slipping during a vital part of the procedure. A competitor device was opened and used. No adverse patient consequences.